Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8080440.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on one occipital lead. As a result, the lead was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op. It is unknown which lead caused/contributed to the event.